Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device found low audio. The cause was identified to be a freed speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device found reduced audio level. No additional information is available.